Manufacturer narrative:
Investigation summary: the report of multiple low speed advisory alarms while connected to the power module was confirmed through the submitted log file. Although a specific cause for these events could not conclusively be determined through this evaluation, past experience with the hmii lvas and similar reported events suggests a potential driveline issue. The account communicated that the patient reported feeling unwell, but was hemodynamically stable. The log file contained approximately 10 days of data. Several low voltage alarms were captured throughout the file due to lower than expected supply voltages . However, multiple speed fluctuations (down to 5380 rpm) that triggered low speed alarms were also observed in the file and appeared to occur in association with large decreases in voltage, suggesting a potential driveline issue. Of note, these voltage and speed fluctuations appeared to occur only while the system was supported by the power module. According to the account, the patient was placed on a hospital-owned pbu and patient cable, but stated that it is unknown if that resolved the issue. The patient ultimately expired (medwatch report MFR # 2916596-2019-00431). No product is available for evaluation. The hmii lvas IFU and patient handbook provide information regarding driveline care; however, all drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. All system controller alarms and the recommended actions associated with them are also addressed in these documents. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device:6 years, 2 months, 11 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient experienced multiple low speed advisories while connected to power module; however, no alarms on batteries were observed. Patient reported feeling unwell during the alarm, but was hemodynamically stable. Supply voltage was also low at the time of speed drops. This could be due to a malfunctioning patient cable. Additional information was requested but not yet provided.

Manufacturer narrative:
Referenced patient death was reported under medwatch report MFR # 2916596-2019-00186.

Event description:
Additional information: it was reported that patient was placed on hospital owned patient cable. Patient was admitted to hospital on (B)(6) 2018 with the low speed advisories. Patient cable lot number could not be provided. Patient expired. No further information was provided.